Manufacturer narrative:
(B)(4).

Event description:
On 05aug2019 a johnson and johnson employee reviewed a case report for fellowship candidacy program. The physician reported a patient (pt) was diagnosed with microbial keratitis os while wearing the acuvue oasys brand contact lenses. Case report summary: pt was seen on (B)(6) 2019 with complaints of red, painful os and light sensitivity. The pt reported pain in the am after falling asleep in the suspect oasys lenses. The pt¿s ocular history included nodular episcleritis and central corneal ulcer os. The os uncorrected va was 20/400. The exam revealed 1.7 mm corneal ulcer with distinct edges temporal to fixation with a round stromal scar, just inferior to fixation roughly 1 mm from previous corneal ulcer, 3+ conjunctival injection; corneal scraping/culture was performed os. Tentative diagnosis was microbial keratitis os. Pt was prescribed besifloxacin os q2h and advised to return for follow-up (fu) the next day. Fu exam on (B)(6) 2019. Os va uncorrected 20/400; pt reported discomfort, but improved pain. Corneal ulcer showed no improvement in size; corneal staining remained stable; anterior chamber revealed 3+ cells, no flare os; preliminary culture results revealed no growth on gram stain. Pt was instructed to continue besifloxacin q2h and return for fu the next day. Pt was additionally prescribed cyclogyl 1% tid os fu exam on (B)(6) 2019 pt reported continued improvement in symptoms; os va (uncorrected) 20/400, pinhole 20/40; mild staining os persisted; anterior chamber "od" (? Possible typo on original document) remained 3+ cells with no flare. Pt was instructed to decrease besivance to qid os and continue cyclogyl 1% tid. Pt was instructed to return for fu in 3 days. Fu exam on (B)(6) 2019. Pt reported great improvement in symptoms with no pain; os va (uncorrected) 20/400; pinhole 20/30; no corneal staining was present os; trace cell present in anterior chamber; culture was positive for pseudomonas aeruginosa; pt instructed to continue besifloxacin qid os and discontinue cyclogyl and return for fu in 4 days. Fu exam on (B)(6) 2019. Pt reported complete resolution of symptoms with no pain; os va (uncorrected) 20/400, pinhole 20/25; no corneal staining; anterior chamber was quiet; pt was instructed to discontinue besifloxacin. Pt was instructed on importance of proper contact lens hygiene and instructed to return in 2 weeks for a new contact lens fitting to switch to a daily contact lens. Multiple attempts were made for additional medical and product information, but nothing additional has been received. The lot number is unknown. It is unknown if the suspect os contact lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.